Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and could not rewind. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, operating currents, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarm. Unable to confirm motion sensor test failure alarm due to motor error alarm. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and missing drive the support sticker.